Manufacturer narrative:
Product event summary: analysis confirmed the reported event; unable to interrogate non-wireless. The rf (radio frequency) head connector was found loose on the lem (link electronic module) printed circuit board assembly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer telemetry was unstable and was easily lost if the patient moves. The radio frequency (rf) programmer head had been replaced. The programmer also displayed error messages and an image showed strong signal but did not recognize the implantable device. The programmer was returned for repair. No patient complications have been reported as a result of this event.